Manufacturer narrative:
The device was at above eri when received. A longevity calculation was performed and found the battery depletion was normal. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to eri/eol. It is unknown if the device battery reached prematurely. The patient¿s condition was stable.